Event description:
The hcp reported the pt presented in 2004 with signs of an infection of the device pocket including redness and swelling. A culture of the device pocket was positive for staph aureus. The pt was treated with total device system explant. The infection resolved and the pt experienced no drug withdrawal. The pt had a risk factor of diabetes and obesity.